Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was seen during a patient's device check. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6) 2009; 419478 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.